Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2014. Approximately 5 years and 11 months after the initial procedure the patient had a right knee revision on (B)(6) 2020 due to pain, swelling, stiffness, loss of motion, weakness, and giving way. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 2640017 201-78-15 - holding pin mini sharp point 4 pk; 3564873 02-010-01-0330 - logic femoral ps cem right sz 3; 3594969 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; 3614884 200-02-35 - three peg patella 35mm. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6 the following sections were corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, limited range of motion, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have led to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.